Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The keyboard was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that reported that after a surgery the site was trying to review the post CT and they could not. The site also reported that the keyboard did not work. It would type random characters.  The site connected an external keyboard and mouse.